Event description:
Technician alleged that the brakes were not holding. No injury.

Manufacturer narrative:
Technician found that the bed had four bad casters. The casters were old and worn out. Technician replaced all casters to resolve the issue.